Event description:
It was reported an issue with novosyn suture. The client reported that inside a safil labeled box there was novosyn product. There was two boxes affected. More information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there is a previous complaint of this code-batch for the same issue, closed as confirmed. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have only received one picture showing a product box in which the pre-printed box corresponds to safil and the front box label and product inside the box correspond to a novosyn reference-batch (code b0068558; novosyn violet 2 (5) 90cm hr40s (m) ddp and batch 721091). Therefore, the box label and the product match perfectly (novosyn), but the pre-printed box is wrong (safil). Although without the back label of the box a proper analysis cannot be carried out, this mistake probably took place at the moment of selection of pre-printed box of the product. The person who was conditioning the product, selected a wrong pre-printed box and did not notice that. On the other hand, the picture showing a product box in which the front box label is in german language (v188) instead of the version of australia that it is v105. Upon investigation, it has been noted that the shipment in which this code-batch was included was sent correctly except for this code which was labelled with the v188. Nevertheless, this code was included in the shipment with the v188 as agreed with b. Braun australia pty. Ltd. As this was a special customer. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the picture received shows a product box with a wrong pre-printed box, we conclude that the complaint is confirmed by evidence of the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.